Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jul-06. The patient stated that to try and resolve the end of service (eos) message they changed the antenna and talked to their healthcare professional (hcp) on monday about what happened and they said they were going to find a manufacture representative (rep) because they did not know. The patient did not know the circumstances. They stated that they were charging it like they did at the house and were just working around and had the charger on and it just beeped. \they thought it had come to the end of the thing that they had it on so they got their book which said to call their doctor so they did and their hcp told them to contact patient services. The patient stated that nothing has been done to resolve the weak stimulation feeling. Their hcp thought maybe the battery was getting weak and said maybe there is something going on with the battery so they would find a rep. The patient stated that sometimes they do not feel it as strong which they know happens when they change from sitting to walking but it has been going on for a while where they cannot be doing something and it just kicks off. It was working at the time of the report, but sometimes it will still cut off at times and if they move a certain way it will kick back on. The issue has not resolved. They are looking for a rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient was charging on (B)(6) 2017, she heard the implantable neurostimulator recharger beep and then she saw the end of service message. Since then, she has been able to turn her therapy back on and can feel stimulation currently, but it is weak. After syncing with the patient programmer, the implant was on and the patient was on group b. She is set to ¿like 4.0 volts on most of the groups.¿ she had to increase stimulation because she was still hurting, but when she increases stimulation, the issue with hurting is resolved. She noticed after she charges the implant that she can feel stimulation for a while, but then it starts getting weak and she has been charging it twice per week. This has been occurring for about 6 months. Sheis unsure if the battery is going bad. The patient had spoken with her health care provider who told her that the implant should last for 9 years. With a ¿fresh charge¿ the patient reported that you shouldn¿t feel like the battery is losing strength. The patient had charged on (B)(6) 2017 (but not to full due to the end of service message), and at the time of the report, the battery was almost dead. After charging, the patient couldn¿t feel her stimulator anymore. This problem has been happening off and on where she can no longer feel stimulation and then all of a sudden, she can feel it again. This issue has been occurring on and off for about a year. The patient was able to connect with the implantable neurostimulator recharger and get all coupling boxes filled in. The implant has never gone into over discharge mode. There were no further complications reported.